Event description:
It was reported that a call report from the perfusionist to the clinical support specialist (css) was made to troubleshoot an arterial pressure (ap) waveform slave. The pt was in the operating room, preparing to go on bypass. The central lumen appeared to be clotted so the perfusionist was attempting to slave the radial ap signal to the pump from a omeda anesthesia machine. The perfusionist was unable to get the signal to slave. The css reviewed all the connections and available sources with the perfusionist. Apparently the slave signal was slaved through a modem. It was discussed how this may not be compatible with the pump. The perfusionist was unaware if they had attempted this previously. The perfusionist and the css also discussed that going forward, they may want to have their biomed department determine if the connection is possible. The pump is pumping and achieving the goals of therapy according to the ap waveform displayed on the anesthesia monitor. The css determined that there is a patent sheath side port available. It was discussed that this would be better than no ap source for the pump. The perfusionist agreed and stated she had not thought about utilizing that one. The css and perfusionist discussed the delay in signal acquisition, however, it's the best available at this time. The perfusionist thanked the css for the help and stated that while the pt is on bypass she will attempt to troubleshoot the slave situation. The intra-aortic balloon (iab) was inserted through the teflon sheath via femoral with no issues. As a result, the issue was resolved by the femoral aline being utilized. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. No report of pt death, complications or injury. The pt outcome is the pt is on intra-aortic balloon pump (iabp) preparing for bypass. Additional info received on (B)(6) 2011 from the perfusionist stated the issue was resolved by the md using the patent sheath side port with success as the css and perfusionist had discussed. The ap waveform was resolved after they changed the modem. The pt went on for bypass surgery with no issues. No medical/surgical intervention was needed. There was no report of pt death, injury or complications. No delay or interruption in therapy was noted. The pt outcome is okay.

Manufacturer narrative:
Manufacturer control no. (B)(4).